Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer¿s blood glucose level was 415mg/dl at the time of incident. The customer states tubing had air and the cannula was occluded with grease and there was air bubbles in reservoir. The customer declined to trouble shoot. The product will not be returned for analysis.